Manufacturer narrative:
Naa2: correction.

Event description:
Subsequent to the previous medwatch report, the additional information was received:it was reported that on (B)(6) 2021, the patient presented with a coronary artery perforation/dissection. A 3.5x16mm graftmaster stent was successfully implanted in the ostial coronary artery, however, the stent was implanted in an area that did not fully cover the perforation. There was no device issue, no stent leaking, and no malfunction reported. Per physician, this device did not cause or contribute to complications not adverse events. There was no complaint regarding this device.as previously reported, on (B)(6) 2021, an expired 3.5x16mm graftmaster stent (1012581-16, 8100341) was successfully implanted, sealing the dissection/perforation.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The product was used after expiration as it was reported the procedure occurred on (B)(6) 2021. The expiration date of the product is important for sterility, efficacy, and performance of the device. It should be noted that the graftmaster rapid exchange coronary stent graft system, instructions for use states: note the product use by date specified on the package. The investigation determined the reported device expiration issue appears to be related to use error. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2021, the patient presented with a coronary artery perforation/dissection. A graftmaster stent (unk part / unk lot) was successfully implanted, however, the stent was implanted in an area that did not fully cover the perforation. There was no device issue, no stent leaking, and no malfunction reported. There was no complaint regarding this device. On (B)(6) 2021, another graftmaster stent (1012581-16, 8100341) was successfully implanted, sealing the dissection/perforation. Reportedly, it was unknown that this stent was expired until after implantation. There was no adverse patient sequela noted. There was no device malfunction. No additional information was provided regarding this issue.